Event description:
It was reported that the patient has been using the allevyn plus sacrum for a draining pressure ulcer. The wound and surrounding skin look very reddened and very angry. The patient has also developed additional open areas.

Manufacturer narrative:
(B)(4).